Event description:
It was reported by the customer that a pyxis medstation es system insulin lispro 100 unit/1 ml (3 ml) injection is not dropping in the batches, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Additional information: section h imdrf annex codes correction: section b describe event or problem, section d brand name, medical device model, unique identifier (UDI), medical device catalog, and concomitant med prod data section g reporting office contact, manufacturing location section h device manufacture date and imdrf codes upon investigation of the actual device used in this incident, it was determined that the insulin lispro (B)(4) unit 1 ml (3 ml) injection does not show up in the replenishment report triggered on (B)(6) 2025 at 8:00am even though it is showing in preview. A technical support specialist connected to cce pyxapm00011 via securelink and traced rpl message, but nothing is showing up for insulisp3i during the time of the trigger.

Event description:
It was reported that when using the bd pyxis¿ es server, the insulin lispro 100 unit per 1 ml (3 ml) injection was not dropping in the batches. Additionally, the insulin should have qualified for replenishment well before the stock out and inventory for this medication needed to be resynced. There were no delay or adverse events or injuries reported based on this event.